Manufacturer narrative:
Batch review performed on 14 february 2020: lot 1906064: (B)(4) items manufactured and released on 22-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 14 february 2020: screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 ((B)(4)) lot. 1906576. Lot 1906576: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Screws: mpact 01.32.6515 cancellous bone screw, flat head ø 6,5 l 15 ((B)(4)) lot. 1902132 lot 1902132: (B)(4) items manufactured and released on 23-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.148dh acetabular shell ø48 two-holes ((B)(4)) lot. 1905333. Lot 1905333: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 ((B)(4)) lot. 1905637. Lot 1905333: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: amistem p 01.18.429 amistem-p collared std stem size 00 ((B)(4)) lot. 189965. Lot 189965: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and removed all components from the patient and then put brand new clean implants in the patient 12 days after primary. The surgery was completed successfully.